Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
She stated that the first one didn't get thick enough in front to bit right through. The second one fit much better but separated after less than a month. Would like to know if she can fix it. If there is no way to fix it she will discard it and get one from her dentist.